Event description:
It was reported that a patient presented with chest pain. It was noted that the atrial and right ventricular (rv) lead perforated and the patient had an effusion. The effusion was drained with echo and ultrasound guided access. The physician elected to explant and replace both the atrial and rv leads. The patient was stable following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Manufacturer narrative:
The reported event was cardiac perforation resulting in effusion. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.